Manufacturer narrative:
Analysis: the sample was not returned to the user facility; therefore, device evaluation was unable to be performed. A lot history review revealed this is the only thrombosis complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device and/or procedure. Based on the instructions for use (IFU), the occurrence of a thrombosis is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after treatment with a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly a thrombosis was present in the peroneal artery. The health care professional (hcp) treated the right proximal superficial femoral artery(sfa) involving a crown csi atherectomy then balloon angioplasty which predilated the target lesion. The hcp followed the predilation with a lutonix dcb. The hcp then performed an atherectomy on the distal sfa followed by angioplasty. Post angiography revealed the very distal peroneal artery to be totally occluded. The hcp then performed an aspiration thrombectomy with an export catheter with some resolution of flow. The investigator assessed that the event was possibly related to the study device or procedure. The lutonix dcb was discarded by the user facility and will not be returned for further evaluation. No adverse patient effects were reported.